Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were driving and had received a power error detected alarm on the insulin pump. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was performed for the power error detected alarm. They were given a series of steps to perform after the call ends to resolve the issue. The device will not be returned for analysis.